Event description:
The customer stated an architect i1000sr analyzer generated falsely decreased ca 19-9 results for multiple samples from one patient. The results obtained are as follows: (B)(6) 2013 architect - 10, coulter - 362.5; (B)(6) 2013 coulter - 1173; (B)(6) 2013 architect - 33.8, coulter - 1902.6; (B)(6) 2013 architect - 32.8, coulter - 1664.1, fuji rebio - 444, srl - 17.9; (B)(6) 2013 architect - 37, beckman - 1900.

Manufacturer narrative:
(B)(4). A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Additional catalog number 02k91-35, lot number 22106m500, expiration date 11/15/2013. Additional device manufacture date 01/01/2013 further investigation of the customer issue included a review of the complaint text, a search for similar complaints, and a review of labeling. Tracking and trending identified normal complaint activity for the likely cause lots and the issue under review. Labeling was reviewed and found to be adequate. No product deficiency was identified.